Manufacturer narrative:
The reported observation of high impedance was confirmed when referencing the lead. It was also found in the daily system impedance logs that electrode #8 of lead #1 showed increased impedances just prior to explant based on the explant date stated in epiq. These findings would have contributed to the observation. Both leads had been anchored with swift-lock anchors. The second lead had one electrical open measured on electrode #8 but could not be visually noted. The swift-lock anchors functioned as designed during fit and functional testing.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing ineffective therapy. A lead diagnostic was performed and revealed high impedances across both leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue.